Event description:
It was reported by service report that the scale was not reading correctly, was off by 40 pounds and bed exit unavailable. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty cpu board.